Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens stuck with the plunger causing the haptic to break. Hence a new lens was used to complete the surgery.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device is returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. A broken haptic is observed partially advanced outside the nozzle tip. The plunger is advanced under the haptic. Haptic tip is facing downwards outside the nozzle tip. The nozzle tip has a heavy stress. The remaining iol is returned outside the device in a unknown peel pouch. The lens has ovd dried on both surfaces. One haptic tip is broken/torn and is fractured at the gusset. The product investigation could not identify the root cause for the reported complaint "lens stuck in plunger, haptic broken". The plunger position in relation to the broken haptic during advancement cannot be determined. Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the nozzle lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).